Event description:
It was reported that the battery gauge was fluctuating, leading to a pump shutdown. Additionally, it was reported that the pump battery could not be charged. The customer's blood glucose was 112 mg/dl. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged battery gauge fluctuation was verified, however, the alleged battery charging issue was not.